Manufacturer narrative:
The insulin pump alarmed during prime test due to moisture damage on the force sensor resistor; unable to perform occlusion test and excessive no delivery test due to a33 alarms. The insulin pump was also received with intermittent button response due to moisture damage on the keypad traces. All operating currents are within specification and passed the displacement test, rewind, basic occlusion test, self-test, off no power test and a21 error test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 366 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.